Event description:
Surgeon stated the aortic root needle caused an aortic dissection. Surgeon performed an ascending aortic dissection repair with circulatory arrest - in addition, to the scheduled procedure of "mitral valve and aortic valve replacement."